Manufacturer narrative:
Device evaluation by manufacturer: the returned device consisted of an embold fibered coil and a breakthrough microcatheter. The device was examined visually and microscopically to reveal that the coil was separated at the couplers. The microcatheter was x-rayed, and it revealed that the broken coil was stuck inside the microcatheter. It appeared to have bunched while inserted into the catheter. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 08aug2025. It was reported that the proximal release could not be broken. An embold fibered 20x50 was selected to treat gastric varices in the gastrorenal shunt during a balloon-occluded retrograde transvenous obliteration (brto). During the procedure, however, the proximal release could not be detached whether it was bent or pulled. The embold fibered was removed and replaced with a different device to complete the procedure. There were no patient complications as a result of this event. However, device analysis revealed that the coil was broken at the couplers.